Event description:
It was reported that during an unknown procedure and during the trocar entry the low-housing profile part of trocar was broken.

Manufacturer narrative:
(B)(4). Batch #: u95295. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the tb5lt device was returned with the sleeve cap separated and was observed to be welded. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon¿s quality system. A manufacturing record evaluation was performed for the finished device batch number u95295, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device, tb5lt lot number u40k5j, and no non-conformances were identified. Manufacturing date: 09/04/2020, expiration date 08/31/2025. Additional information was requested, and the following was obtained: were there any patient consequences? If yes, please describe.-no consequences was with the patient . If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.